Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the device exhibited high defibrillation threshold (dft). The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the physician alleged that the high defibrillation threshold (dft) was related to the patient's condition. The patient's dft did not provide a safety margin with the device. The patient was stable before, during, and after the device explant and replacement procedure.